Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was gelatinous substance blocking the chemistry analyzer probe and erroneous results reported on one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received one photo for investigation. The evaluation of the photo showed no oil gel globules or additive abnormalities. A total of 100 retained samples were visually inspected, and no gel defects or additive abnormalities were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality are under statistical control for the month of may 2025. At this time, further testing is not indicated. Upon review of the complaint information, it was determined an erroneous results clinical investigation was not required, as the customer reported the erroneous ion results were more than likely due to gel substance blocking the analyzer probe from operating normally. A clogged or blocked analyzer probe could result in insufficient sample volume for testing and could lead to potential erroneous results. This complaint has not been confirmed for the reported failure modes erroneous results (potassium, sodium) and gel globules. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was gelatinous substance blocking the chemistry analyzer probe and erroneous results reported on one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The evaluation of the photo showed no oil gel globules or additive abnormalities. A total of 100 retained samples were visually inspected, and no gel defects or additive abnormalities were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality were not under statistical control for the month of may 2025. Therefore factors that may contribute to oil gel globules and erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, erroneous results-potassium, sodium, because the defect was not evident in the testing of the complaint lot samples. Replicates of both retention and control samples were acceptable in terms of both precision and accuracy. Additionally, all visual observations, including oil gel globules, of both retention and control samples tested demonstrated clinically acceptable performance. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. This complaint is unable to be confirmed for the reported failure modes erroneous results (potassium, sodium) and gel globules. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was gelatinous substance blocking the chemistry analyzer probe and erroneous results reported on one device. No adverse impact was reported regarding the patient or user.